Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found a small leak from the condensation bowl. The fse also found no foam bottle had a small air leak in top fitting. The fse replaced the no foam bottle assembly and verified repair per established procedures. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they observed leaking from the hydropneumatic unit in unicel dxc 800 synchron clinical system. The customer stated that it appeared to be waste. A customer technical support (cts) generated a service request. No injury has been reported in connection with this event.